Event description:
The customer initially reports, via a copy of their medwatch, that a maryland dissector broke intra-abdominally during a laparoscopic surgery. The surgeon was unable to retrieve a small metal piece approximately the size of a staple. There was no pt injury reported. The loss prevention specialist reported to me that a nissen-fundoplication was being performed on a (B)(6) male pt when the reported issue took place. A pediatric ultrasound of the gallbladder was performed and their was no documentation of visualizing the metal piece. She further stated that the "portion of the device that failed was at the hinge above the grasper. There was no concern about the metal piece in reference to further tests because the size of the piece was congruent with staples that are normally left in the body, therefore they decided there was no further need for intervention."

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported information. (B)(4)